Manufacturer narrative:
It was not a software issue. According to hardware case part-(B)(4) the issue was caused by the lcd monitor. Software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the user turned his back on the system to plug some trackers into the interface box, when he turned around to face the console power was still on the system, however, the touch screen was completely inactive. There as just a blank screen. Without an alternative to power the system, user turned it off and waited a few seconds before attempting to turn it on again. The system would not power on. He tried pressing the button briefly, tried a prolonged press, and multiple different power outlets. After 10 minutes of troubleshooting, the system powered on. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.